Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had missing segment due to cracked and bleeding lcd glass. The insulin pump received with scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer called stating that his insulin pump is only showing part of the display screen. The device was not bumped or dropped. There was no exposure to moisture. The device has been in his pocket all day. Customer's blood glucose level is 121 mg/dl. He is using an energizer aaa alkaline battery. Customer was advised that the device needs to be replaced, and to discontinue use of it and revert to a back up plan. Nothing further reported.